Event description:
The patient had a primary right tka on (B)(6) 2019 and had a primary left tka on (B)(6) 2019. Presently on (B)(6) 2024 the patient came in reporting instability. The surgeon performed a bilateral poly-swap, revising the right s4 12mm sphere cr to a s4 14mm sphere e-cross and the left s4 11mm sphere cr to a s4 14mm sphere e-cross. The surgery was completed successfully. No problems were reported with any of the devices.

Manufacturer narrative:
Batch review performed on 27 july 2024. Lot 185623: (B)(4) items manufactured and released on 16-oct-2018. Expiration date: 2023-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant revised. Batch review performed on 27 july 2024 on gmk-sphere 02.12.0411crl tibial insert fixed sphere cr size 4/11 mm l (k181635) lot. 185589. Lot 185589: (B)(4) items manufactured and released on 16-oct-2018. Expiration date: 2023-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with other 2 similar reported events during the period of review.